Manufacturer narrative:
Product is not returned as it is still in service. (B)(4).

Event description:
It was reported that this right atrial (ra) lead presented low amplitude, undersensing, high pacing thresholds, and atrial arrhythmia episodes. The patient was admitted with chest pain. Additional information received from the field representative in place states that he checked the device and everything appeared to be fine. The device was implanted 12 days before admission. No additional adverse effects were reported.